Event description:
During the review of the pt programming history, it was noted that high lead impedance was observed during the device implant surgery. No further diagnostics were available, so it is unclear if the event has since resolved. It is unclear at this time if the event was resolved. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.